Event description:
During an incident in 2004 involving a patient who while having kidney dialysis went into cardiac arrest, this unit may have prompted "check electrodes". CPR was performed by dialysis personnel and the reporting squad. An ems squad arrived but did not use their AED. The patient had a history cancer, diabetes, allergy to pencillin and was being treated for a malignant neoplasm kidney. The service tag returned with this defibrillator, which was the only statement of the defibrillator's operation, states, "false read out" and "check electrodes".